Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 960 units of this code-batch. There are no units in our stock. We have received 95 closed samples for analysis. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment strength of the samples received and the results are: 0.206 kgf in minimum and 1.569 kgf in maximum (bbs requirements: 0.300 kgf in minimum and 1.400 kgf in maximum). One of the samples does not fulfil the minimum and two of the samples does not fulfil the maximum, but 1 low value and 2 high values in 15 tested units is accepted, according to the requirements of b. Braun surgical (bbs). Take off needle sutures are not covered by the european pharmacopoeia, is the manufacturer who specifies the requirements in these sutures. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b. Braun surgical requirements. Needle attachment strength results before releasing the product were 0.675 kgf in minimum and 0.881 kgf in maximum and fulfilled bbs requirements. Final conclusion: although the results of the samples received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that the thread lost the needle while pulling through tissue. No further information has been provided.